Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event on the g8 instrument. Fse performed decontamination and replaced the following: sample loop, I-6 line, pre filter, tubing from filter to heater, tubing from heater to column, suction filter, and the buffer tubing. Fse then ran precision, calibrated with lot # zs7001, and used tosoh hemoglobin a1c controls lot #7065. All results were within acceptable range. Fse ran quality controls with the customer's established ranges for tosoh qc lot # 7065 with the ngsp (national glycohemoglobin standardization program) calibration set points of 5.6 and 10.8. Results of level 1 & 2 are: customer established level 1 range: 5.3-5.5; level 1 result: 5.4; customer established mean: 5.4 customer established level 2 range: 10.6-10.8; level 2 result: 10.7; customer established mean: 10.7 furthermore, to ensure the baseline does not shift, results of long term drift (ltd) were also monitored: level 1 long term drift ranges: 4.9-5.1; level 1 result: 5.1; customer established mean: 5.0; level 2 long term drift ranges: 5.9-6.1; level 2 result: 6.0; customer established mean: 6.0; level 3 long term drift ranges: 6.9-7.1; level 3 result: 7.0; customer established mean: 7.0; level 4 long term drift ranges: 7.4-7.6; level 4 result: 7.5; customer established mean: 7.5; level 5 long term drift ranges: 7.9-8.1; level 5 result: 8.1; customer established mean: 8.0; level 6 long term drift ranges: 8.9-9.1; level 6 result: 9.0; customer established mean: 9.0. All results are within the customer's and tosoh's established ranges and the column count is 1530 injections (<2500 injections as recommended). The g8 instrument is operating as intended of the device. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4) and tosoh qc lot # 7056 , from 24-mar-2017 to aware date 24-apr-2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states: when there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. Quality control in order to monitor and evaluate the accuracy and precision of the analytical performance, controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7% hba1c) with the second in the range of 9-12% hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. Chapter 5 in the operator's manual provides guidance on instrument maintenance, including column replacement, daily and maintenance log. The most probable cause of the reported event is biological contamination.

Event description:
A customer reported the quality control (qc) results with the tosoh qc were drifting from customer's established ranges on the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.